Manufacturer narrative:
Artegraft instructions for use (IFU) indications for use section states that the use of artegraft for femoropopliteal bypass should be reserved for those patients where the autologous saphenous vein is absent or inadequate. It is also not recommended for reconstruction across the knee joint. However, in the absence of other viable alternatives, the surgeon may well find the benefit to risk ratio warrants its use as an attempted limb salvage procedure. Additional follow-up information was requested including patient treatment information that may have led to the event. To date, no additional information was received. The graft involved was not received for evaluation so the issue was not able to be confirmed. A review of complaint data within the past three years was completed and there were no trends identified that would suggest an increase in pseudoaneurysm and bleeding in grafts post-implant. As 100% of the grafts are pressure tested and visually inspected prior to release, we remain inconclusive about the root cause of the issue. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
"I was just notified today (B)(6), 2023 from dr. Okunbor who had to re-operate on a patient that (B)(6), implanted artegraft for a fem-pop below knee about 3-4 weeks ago. Artegraft had a psuedo aneurysm that ran longitudinal that looked like a slit along with two holes next to it. Happened an inch below the proximal anastomosis. Was a fem-pop below knee bypass. (B)(6), did the initial implant about 3-4 weeks ago. Dr okunbor took care of complication." Patient was presented to physician with bleeding near the groin from the blowout in the artegraft. Patient initial surgery was on (B)(6). They had a follow up on (B)(6), had good flow and nothing seemed to be wrong. On june 16th the patient was brought into the ER and had excessive internal bleeding from the graft blowing out and had a redo surgery, artegraft was ligated.